Event description:
It was reported that the device inappropriately diagnosed a vt episode as an svt. The patient did not received therapy. Programming changes were made. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.